Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a lavh, cauterization of external vulvar lesions and perineorrhaphy on (B)(6) 2010 due to menorrhagia, failed cryablation, vaginal hiatus laxity and probably external condyloma on clitoral hood. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, vaginal scarring, infection, bowel problems, bleeding, and neuromuscular problems.